Event description:
Patient underwent kyphoplasty procedure at an outside hospital. Post-procedure films revealed possible extravasation of cement into vasculature. About a week later, patient experienced acute, severe substernal chest pain. At outside hospital, films confirmed migration of cement into right heart. Patient transferred to our hospital for cardiac surgery. Patient underwent cardiac surgery four days after the experience of acute, severe substernal chest pain and per pathology report, four pieces of methacrylate ranging from 1.5-6.8cm were removed from heart. Patient admitted to hospital, had uneventful post-op course, and was discharged four days after surgery.the kyphoplasty procedure was done at an outside hospital. This reporter does not have information about manufacturer of methacrylate.